Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2017 a patient (pt) called our affiliate in (B)(4) to report while wearing the acuvue2 brand contact lenses he/she experienced discomfort in both eyes after wearing the suspect lenses for 5-6 hours on (B)(6) 2017. The pt reported he/she continued to wear the suspect lenses. On (B)(6) 2017 the pt reported redness. On (B)(6) 2017 the pt reported eye swelling. The pt went to an eye care provider (ecp) on (B)(6) 2017 and was diagnosed with keratitis. The pt was prescribed erythromycin eye ointment nightly and chloromycetin eye drops every 2 hours. The suspect lenses were requested for return for evaluation. No additional medical information has been received. The suspect lenses have not been received for evaluation. This event is being reported as a worst-case event for the pts os as the diagnosis and treatment were not verified with the pts treating ecp. The event for the pts od will be reported in a separate report. A lot history review was performed for lot l003619: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l003619 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.